Manufacturer narrative:
The reason for reoperation is rupture, silicone migration, and lymphadenopathy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported an intra/extra capsular rupture of the device, pain, inflammation, lymph node diffusion, adenomegaly, and thoracic malformation. The device was explanted. Side unknown.